Event description:
It was reported that the pt underwent minimally invasive cardiac surgery in 2004. The surgeon placed the balloon and administered cardiopledgia. During the procedure, the balloon would not maintain pressure. Surgeon made an add'l incision and placed a clamp to cross clamp the aorta. The procedure was successfully completed. The pt is doing well post operatively.